Event description:
A patient one touch ultra meter was reading inaccurately high. In 2002, at 1:00pm, family member noticed that the patient had symptoms of low blood glucose. It is unknown how long ago they had tested their blood glucose on the meter prior to this. The family member then gave the patient a shot of glucagon from the emergency kit. The patient then tested on their meter and it read 469 mg/dl. It is documented that the patient drank a coke after performing this test. Within 10 minutes, they also tested on their freestyle meter with a result of 140 mg/dl. At 2:45 pm, the patient recalled that an ambulance was called and their blood glucose on the emt meter was "50 or lower". They were taken to the hospital and admitted for 3 days. The diagnosis for their admission to the hospital is unknown. Unable to contact the patient to obtain more information. Letter sent to try to contact the customer.